Event description:
It was reported that the patient underwent a revision surgery due to unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D11 - associated products. Item #161470, item name oxf twin-peg cmntd fem lg PMA, lot #534630. Item #154723, item name oxf uni tib tray sz c rm PMA, lot #558950. Item #402283 , item name cobalt g-hv bone cement 40g, lot #030420. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00158, 3002806535-2024-00159. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.